Event description:
An article published in world journal of mens health an article of a retrospective review of 177 male patients that underwent hps-pvp for symptomatic bph between january 2008 and december 2012 to assess the changes in erectile function after photoselective vaporization of the prostate with greenlight. The article reports postoperative complications of clavien-dindo grade 1 for 42 patients, clavien-dindo grade ii for 8 patients and clavien-dindo grade iiia for 1 patient. It was not possible to ascertain specific device or patient information from the article. No further information is available.